Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during the implantation procedure of the subject pacemaker, connection issues were incurred. Specifically, it was indicated that the screwdriver supplied with the subject pacemaker could not provide sufficient torque to properly tighten the setscrews. Another screwdriver was utilized to properly tighten the set-screws.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported that during the implantation procedure of the subject pacemaker, connection issues were incurred. Specifically, it was indicated that the screwdriver supplied with the subject pacemaker could not provide sufficient torque to properly tighten the setscrews. Another screwdriver was utilized to properly tighten the set-screws.